Event description:
It was reported that this lead was capped and surgically abandoned after approximately 13 months due to c product performance issue; it was successfully replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).